Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a dissected left axillary artery during implant procedure that required repair. The left axillary artery dissected when it was exposed and explored for inclusion in ventricular assist device (vad) circuit. It was deemed inadequate size and also too fragile for use with intimal dissection. The patient's chest was left open. It was determined that the right iliac artery would be the next best vessel for inclusion in the circuit to replace the axillary artery. Rp approach to the right external iliac artery was made for end to side anastomosis of 12mm dacron graft for vad circuit. The patient's chest was closed on (B)(6) 2021. The patient was extubated and doing well as of (B)(6) 2021. The vad was also working well. On (B)(6) 2021, the patient slipped off the toilet and a computerized tomography (CT) scan was completed and was negative. The patient needed acute rehabilitation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient conditions could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.